Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure with 86,498 joules used and 20:54 minutes expended the surgical fiber began ¿flickering¿ and error message instructing physician to ¿retry¿ was noted. The fiber was cleaned and retried without success. The fiber was exchanged and with 86,498 joules used and 20:54 minutes expended error message instructing the physician to clean the fiber was observed. The tips of the failed fibers were cleaned during the procedure. The procedure was completed using "turp and a resectoscope set." Patient outcome: "ok." This report is for the first fiber.